Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what appeared to be t wave oversensing where the qrs complex was very wide and notched. Technical services (ts) discussed trying to increase the rate and to discuss with the physician the option of stopping conducted beats. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what appeared to be t wave oversensing where the qrs complex was very wide and notched. Technical services (ts) discussed trying to increase the rate and to discuss with the physician the option of stopping conducted beats. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks due to t wave oversensing and wide qrs complexes. Ultimately, this s-ICD was explanted. It is unknown if this s-ICD will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what appeared to be t wave oversensing where the qrs complex was very wide and notched. Technical services (ts) discussed trying to increase the rate and to discuss with the physician the option of stopping conducted beats. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks due to t wave oversensing and wide qrs complexes. Ultimately, this s-ICD was explanted. It is unknown if this s-ICD will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.